Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right, mid common femoral artery via a 6f cordis sheath. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed at 10:07am with a 5 minute post hold time. After the pressure was released, a 6cm hematoma was felt and visualized. An additional 20 minutes of manual compression was held at which time hemostasis was achieved. A sand bag was placed on the access site for 1 hour as a precautionary measure. The patient was re-checked at 11:10am. The right groin was soft and dry (no hematoma) and the blood pressure was noted to be 123/82. The patient was ambulated and discharged to home the same day after 3.5 hours of bed rest. An rn followed up with the patient via phone call on (B)(6) 2013 and reported that no clinical sequela was noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1312601) indicated that the device lot met all established performance criteria prior to shipment.